Event description:
Our affiliate is reporting that during a shoulder repair with the use of vapr s90 electrode there was some internal tissue burning wherever the electrode was activated. Another same type device was used to debride the affected tissue and also continue the case to a successful conclusion without further incident or harm to the patient.

Manufacturer narrative:
At this point in time, mitek is awaiting the receipt of the device for evaluation, and is in the processes of reviewing the build records and the complaint system for this device lot. When all of this comes about and whatever conclusions can be had, they will be reflected in the follow-up report.